Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned units found signs of repeated use with scratches and gouges. Both devices were identified as fractured. Additionally, review of the item# 42509909300 by sem identified the failure to be consistent with an overload failure, as documented in report zrm_wa_0507_19 rev. 2. The complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that both impactors broke during surgery. The broken pieces were lost during cleaning in wash. There was no impact or consequences to the patient.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01102.